Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a tine was found torn from the lead tip, which can be considered to be the root cause of the clinical observation. Tearing a tine from the lead tip requires the presence of mechanical stress. Based on the damage, it is reasonable to assume that forces applied during the implantation procedure contributed to this observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead could not be properly placed during the implantation procedure. Based on analysis results it was decided to report this event.